Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The expiration date (12/1/2099) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Event description:
It was reported that when attempting to replace the patella, the attune dome patella trial 35mm and the product in question did not fit together and could not be fixed at all. Other sizes of attune dome patera trials were tried, but they all did not fit the product in question. It was confirmed that the dotted ridges on the product in question had been shaved off over time. The surgery was originally scheduled for one hour half but was extended by 30 minutes. The surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that on jan 30, 2024, the patient underwent the surgery via tka for oa for the lower limb patella with the product in question. During the surgery, when attempting to replace the patella, the attune dome patella trial 35mm and the product in question did not fit together and could not be fixed at all. Other sizes of attune dome patera trials were tried, but they all did not fit the product in question. It was confirmed that the dotted ridges on the product in question had been shaved off over time. The surgery was originally scheduled for one hour half but was extended by 30 minutes. The surgery was completed successfully. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that there were no damage or defect with the attune patella drill clamp. A dimensional inspection was performed for the attune patella drill clamp and met specifications. A functional test was unable to be performed due to mating device not returned, but the locking mechanism worked correctly. The complaint condition was not able to be replicated. The overall complaint was unconfirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: e1 facility name.